Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "one of them was not healed right. One side was confirmed, but the other side was not". On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced fatigue ("fatigue") and alopecia ("hair loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vaginal haemorrhage ("heavy vaginal bleeding"), dysmenorrhoea ("painful menstrual cycle"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), headache ("headaches"), allergy to metals ("nickel allergy") and weight increased ("weight gain"). The patient was treated with surgery (supracervical hysterectomy (uterus only)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, vaginal haemorrhage, dysmenorrhoea, menorrhagia, bladder disorder, urinary tract disorder, fatigue, alopecia, migraine, headache, allergy to metals and weight increased outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, bladder disorder, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, pelvic pain, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient sought treatment for her symptoms diagnostic results: (B)(6) 2010: hysterosalpingogram: one of them was not healed right. One side was confirmed, but the other side was not. Plaintiff does not recall which side was not confirmed. (Per pfs). Most recent follow-up information incorporated above includes: on 4-apr-2018: plaintiff fact sheet received. Events menorrhagia, bladder disorder, urinary tract disorder, fatigue, hair loss, headaches, nickel allergy, weight gain , device ineffective are added. Product, patient & reporter information updated. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain/ sides") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "one of them was not healed right. One side was confirmed, but the other side was not". The patient's concurrent conditions included obesity, vitamin b12 deficiency, vitamin d deficiency, anemia and iron deficiency. Concomitant products included amlodipine, colecalciferol (vitamin d), cyanocobalamin (vitamin b12) and promethazine. On (B)(6) 2010, the patient had essure inserted. In (B)(6), the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("heavy vaginal bleeding/ abnormal bleeding (vaginal)"), dysmenorrhoea ("painful menstrual cycle/ dysmenorrhoea"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraines / headaches"), headache ("headaches"), allergy to metals ("nickel allergy") and weight increased ("weight gain"). On an unknown date, the patient experienced abdominal pain ("abdominal pain/ sides"). The patient was treated with surgery (supracervical hysterectomy (uterus only)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and abdominal pain had resolved, the vaginal haemorrhage, dysmenorrhoea, menorrhagia, bladder disorder, urinary tract disorder, fatigue, alopecia, allergy to metals and weight increased outcome was unknown and the migraine and headache was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, bladder disorder, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, pelvic pain, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient sought treatment for her symptoms. Current weight 270 lbs. Discrepancy noted in removal of essure- as per pfs essure removal is not done. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32 kg/sqm. On (B)(6) 2010: hysterosalpingogram: one of them was not healed right. One side was confirmed, but the other side was not. Plaintiff does not recall which side was not confirmed. (Per pfs). Most recent follow-up information incorporated above includes: on 24-jul-2018: pfs received. Reporter's information was updated. Outcome of events headaches and migraines were updated from unknown to recovering/resolving and pain to recovered/resolved. Concomitant diseases and concomitant drugs were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain/ sides") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "one of them was not healed right. One side was confirmed, but the other side was not". The patient's concurrent conditions included obesity, vitamin b12 deficiency, vitamin d deficiency, anemia and iron deficiency. Concomitant products included amlodipine, colecalciferol (vitamin d), cyanocobalamin (vitamin b12) and promethazine. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("heavy vaginal bleeding/ abnormal bleeding (vaginal)"), dysmenorrhoea ("painful menstrual cycle/ dysmenorrhoea"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraines / headaches"), headache ("headaches"), allergy to metals ("nickel allergy") and weight increased ("weight gain"). On an unknown date, the patient experienced abdominal pain ("abdominal pain/ sides"). The patient was treated with surgery (supracervical hysterectomy (uterus only)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and abdominal pain had resolved, the vaginal haemorrhage, dysmenorrhoea, menorrhagia, bladder disorder, urinary tract disorder, fatigue, alopecia, allergy to metals and weight increased outcome was unknown and the migraine and headache was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, bladder disorder, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, pelvic pain, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient sought treatment for her symptoms. Current weight 270 lbs. Discrepancy noted in removal of essure- as per pfs essure removal is not done. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32 kg/sqm. May-2010: hysterosalpingogram: one of them was not healed right. One side was confirmed, but the other side was not. Plaintiff does not recall which side was not confirmed. (Per pfs). Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 10-aug-2018: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vaginal haemorrhage ("heavy vaginal bleeding") and dysmenorrhoea ("painful menstrual cycle"). The patient was treated with surgery (to remove essure device). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, vaginal haemorrhage and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient sought treatment for her symptoms. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.